Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion at 30.6 cm from the connector pin.

Event description:
It was reported that the right atrial lead exhibited high thresholds. The lead was explanted and replaced.